Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks from the device for afib with rvr (rapid ventricular response). The device remains in use. No further patient complications have been reported as a result of this event.